Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr found that the front panel and exhalation valve was defective. The fsr replaced both and ran performance tests. The device passed operational verification procedure and unit verification test. The device operated as per manufacturers specification.

Event description:
The customer reported that their vela ventilator touchscreen was not responding. The customer reported that there was no patient involvement.